Manufacturer narrative:
Additional information: b5.

Event description:
Additional information was received that the device was reprogrammed to deactivate the right atrial (ra) lead.

Event description:
Additional information was received that lead damage of the right atrial (ra) lead was suspected, but not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of noise reversion resulting in oversensing on the right atrial (ra) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.